Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was getting hot was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the connector cap tethered is frayed, and the device failed for no short circuit between phases and connector body. During repair it was observed that the motor is worn out with internal failure. It was determined that the motor¿s internal failure causing the short and the worn connector cap tethered that was frayed was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device was getting hot. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.